Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 12/21/2015 with the following findings: a review of the pump¿s black box and alarm history showed frequent low battery warnings. The black box data showed that the battery voltage immediately following a battery change was low, indicating a partially discharged battery had been inserted by the user. During testing, pump current draws were found to measure within specifications. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.